Event description:
Mentor siltex contour profile moderate saline implants put in (B)(6) 2007. Both implants are now deflated and have made me very sick with multiple bii symptoms. Valve popped on left side which I can feel and you can see protruding according to surgeon who placed them when I went to have it looked at prior to the warranty expiration date. Filed claim with mentor and they came back they would pay to replace the implant and no charge for new implant but if I just wanted them taken out then they would do nothing to compensate. Continued bad rashes, anxiety, depression, brain fog, tired all the time feel like I'm dying from the inside out. FDA safety report ID# (B)(4).